Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple temperature alarms after the cartridge was changed and during bolus delivery. The customer's blood glucose level was not impacted. The customer disconnected from the pump and was to use another pump to manage diabetes.